Event description:
This female patient was presented to the interventional lab for an angioplasty procedure of the right illiac artery. The vessel was described as calcified, and not tortuous. The information states that all the products were properly inspected and prepped prior to use. After acquiring access to the patient, the physician passed a guidewire to the lesion without difficulty. Once the guidewire crossed, the physician advanced a 6 x10 balloon to the lesion. Upon inflation with an indeflator, the balloon burst at 7 atmospheres (atms). The physician carefully removed this balloon and inserted a 6x4 balloon for dilation of the lesion, and this balloon burst at 10 atms. The physician carefully removed this balloon and inserted another 6x4 balloon, which burst at 12 atms. This balloon was removed and the physician advanced a 7x4 balloon and thisballoon also burst at 6 atms. Finally, the procedure was completed when the physician used a 6x4 and 7x4 balloon to repair the lesion. There was no reported injury to the patient.